Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for lot 95371li00. A review of tracking and trending identified a non-statistical trend due to the increased complaint activity however no adverse trends were identified. Return testing was not completed as returns were not available. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot demonstrates lower rlu rates for the calibration and positive control values and lower s/co values for the positive control at the or below of the lower specification limit of the spc chart. Retained reagent kits of lot number 95367li00 (which contains the same bulk material as lot 95371li00) were tested in a control setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested with reagent lot 95371li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 95371li00 detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Manufacturer narrative:
This report is being filed on an international product list 6c37, that has a similar us product distributed in the us, list 1l79 (anti-hcv). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect anti-hcv results were generated for 2 patients. The customer provided the following data: specimen no. 1: (B)(6), specimen no. 2: (B)(6). No impact to patient management was reported.